Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the pump module alarmed for occlusion. The line was assessed and tpn/lipids was found leaking from the connection of the tubing to the needleless connector. The needleless connector and IV set were replaced. There was no report of patient harm.